Event description:
On (B)(6) 2010 a gore dual mesh plus biomaterial with holes (ref catalogue no 1dlmcph06 lot batch code 06656115) was implanted to repair hernia. Issues with frequency, urgency and pain over 3 years. Found that mesh had eroded into bladder requiring partial cystectomy on (B)(6) 2013 and lifetime medication.